Event description:
During preparation for a stenting treatment procedure a stent dislodgement occurred. During preparation, when the stylet was removed from the 4.0 x 20mm promus element plus stent delivery system the stent came off and remained in the stylet. The procedure was completed with another 4.0 x 20mm promus element plus stent. No patient complications were reported and the patient's status is fine.

Event description:
During preparation for a stenting treatment procedure, a stent dislodgement occurred. During preparation, when the stylet was removed from the 4.0 x 20mm promus element plus stent delivery system the stent came off and remained in the stylet. The procedure was completed with another 4.0 x 20mm promus element plus stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon with part of the stent protruding from the stent protector, this portion of the stent was severely twisted and damaged. Eight mm of the stent remained within the stent protector. No kinks or damage were noticed along the shaft of the device. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it, and pillowing, indicating that the stent was crimped in the correct location as per manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).